Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 3.00mm x 30mm emerge balloon catheter was advanced for dilatation, however, during first inflation at 9 atmospheres the balloon ruptured. The procedure was completed with another of same device. There were no patient injuries reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center . Initial reporter city: (B)(6).